Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported eleven (11) low recirculation volume apd set with cassettes appeared damaged. The event was further described as the devices ¿either had a noticeable sliced hole or a scratch mark varying in severity¿. The events occurred during unspecified process steps while performing peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing; including leak, clear passage and clamp function testing, and the sets performed according to product specification. No leaks or holes were noted. The reported condition was not verified. The remaining seven (7) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.